Manufacturer narrative:
No further investigation is warranted based on the information that the patient annulus anatomy did not allow a proper valve positioning leading to coronary obstruction. The event is related to the patient's specific anatomy and the procedure and is not related to the device.

Event description:
Update received on july 10, 2018 indicated the following: based on additional information obtained, the site reported that there was an anomalous origin of the rca ostium near the aortic annulus. This ostium was occluded during the procedure and subsequently caused a myocardial infarction (mi).

Manufacturer narrative:
This MDR has already been submitted (B)(6) 2018 and resubmitted due to missing 3rd acknowledgment. Device not available.

Event description:
The valve (pvs 25mm percival vlv large) was implanted on (B)(6) 2017 via full sternotomy. A concomitant procedure was performed ¿ECMO. During the procedure vessel occlusion /obstruction was observed for the right coronary ostia. Abnormal origin of the right coronary artery near the aortic annulus causing a complete obstruction of the ostia of the right coronary artery leading to a myocardial infarction then a cardiac arrest. The device was visualized through coronary angiogram , with abnormal findings. The valve was explanted due to malpositioning and the patient status was recorded as resolved. This event was reported as procedure related and not related to the device and was thus not a reportable event. Additional assessment from clinical database performed on (B)(6) 2018 identified the event as valve and procedure related altering the event to a reportable adverse event.

Manufacturer narrative:
The additional information included in the previous report (follow-up 1) was already reported in the livanova's initial submission to the FDA. As such, [g4: date received by manufacturer] was incorrectly reported as (B)(6) 2018. The correct date should have been (B)(6) 2018, as this is the date that the manufacturer concluded the case investigation. Therefore, the previous follow-up report was not submitted late.